Manufacturer narrative:
Bd field service technician evaluated the device power supply and backup battery at the customer site and found it in good working condition. The evaluation included visual inspection and system testing. Bd had the device returned to our facility for additional failure investigation. As a result of the in-house investigation bd has determined that the power switch was toggled off accidentally when attempting to pull the power cord. The log file review supports this series of events. At the time of the event, the device was less than one year old. Prior to this event, there were no reactive service activities or complaints against this device.

Event description:
Customer reports that the pyxis anesthesia es system lost power during a procedure. There was no harm to the patient.

Manufacturer narrative:
Bd field service technician evaluated the device power supply and backup battery at the customer site and found it in good working condition. The evaluation included visual inspection and system testing. At this time, bd has requested the device back for additional failure investigation.

Event description:
Customer reports that the pyxis anesthesia es system lost power during a procedure. There was no harm to the patient.